Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion of norepinephrine intended to run at 0.08 mcg/kg/min on a post-operative patient was instead programmed to run at 0.8 mcg/kg/min. A code was called and the clinicians in attendance noticed the rate discrepancy.

Manufacturer narrative:
The reported overinfusion was confirmed during the log review. Physical inspection noted the device to be in good condition. Review of the pcu event log shows that the module had been infusing norepinephrine since the previous day. At 12:58 pm on the day in question the dose was changed to 0.08 mcg/kg/min (23.7 ml/hr), however seconds later it was reprogrammed to 0.8 mcg/kg/min (237 ml/hr) and the infusion was allowed to infuse the remaining vtbi of ~ 18.5 mls at that dose. No guardrails alerts occurred when the dose was changed to 0.8 mcg/kg/min. The system was then power cycled and the infusion was restored, but within seconds the dose was reprogrammed to the correct value of 0.08 mcg/kg/min. No guardrails alerts occurred when the infusion parameters were initially restored to 0.8 mcg/kg/min. The root cause was determined to be user programming. It is unknown whether the facility has enabled any guardrails dosing limits on this drug because the hospital-defined dataset was not provided by the customer.